Event description:
It was reported that the user changed to a new freestyle libre 3 plus sensor and inadvertently started it with a third-party app, which prevented connection to the ilet; the user was subsequently guided to start a new sensor with the ilet app and complete pairing. Symptoms included hyperglycemia with a reported blood glucose peak of 380 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with an improper procedure when starting the sensor with another app, and no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user setup error.

Manufacturer narrative:
Initial